Event description:
On (B)(6) 2013, the physician forwarded a voicemail message from the patient's mother, which reports that the patient appears to have an increase in seizure activity and intensified seizure pattern, as the patient received high doses of medication to stop seizure activity. In addition, the mother states the magnet is not effective at providing seizure control. The patient's mother states that she had to get him ativan three times, which is highly unusual. Last night ((B)(6) 2013) was the third time. Attempts will be made for additional information. No other information has been provided.